Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported while using an unspecified bd piston syringe foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the nurse was preparing the drug-dissolving injection, he found that there were impurities in the syringe, so he stopped using it immediately and replaced it with a new disposable sterile drug-dissolving syringe.